Event description:
It was reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was unable to perform exposure. The remote service engineer (rse) made multiple attempts to obtain the device evaluation but no approval from customer side. No further information regarding the issue has been provided. No service has been performed by the philips since service quotation was not accepted by the customer. To date, there have been no further reports on this issue. The codes were updated based on the investigation outcome. Evaluation method grid code was corrected.